Manufacturer narrative:
Patient information is not available for reporting. Date of post-operative device breakage is unknown; however, the issue was discovered on or around november 19, 2015. This report is for one (1) unknown femoral plate. (Other): without a valid part and lot number, the UDI is unavailable. The original implant procedure took place on an unknown date approximately seven (7) months ago. An explant/revision procedure took place on an unknown date. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a locking plate broke approximately seven (7) months post-implantation. The breakage also occurred despite being supported via external fixation for four (4) months. The patient underwent a revision procedure on an unknown date. Additional information is not available at this time. This report is for one (1) unknown femoral plate. This complaint involves 1 part.